Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient via a rep with an external neurostimulator (ens). It was reported that the patient stated she was constipated since the surgery but finally she had a bowel movement. Patient did not like that the bowel movement was during her night time hours. Patient also mentioned she felt she might be getting a uti due to not voiding when she had been drinking a large amount of water. No further symptoms reported. No device complication reported.